Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 129 mg/dl. The customer is blind and waiting for a friend to help her. The troubleshooting was performed. The customer's friend was advised to performed manual prim of 5.0 units. The customer was able to get drops and numbers on screen went to 5.3 and connect set to the body and filled canula. The customer was advised callback if possible to further troubleshoot.